Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The customer returned one opened sac kit for analysis. No definite signs-of-use were observed. Visual inspection revealed one major kink in the guide wire body. A kink in the catheter were observed in the same location as the guide wire. The lidstock was also observed to be creased in multiple locations. The lidstock clearly displayed "do not bend". The damage observed was consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The kink in the guide wire measured 210mm from the distal end. The guide wire total length measured 350mm, which was within the specifications of 345mm-355mm per product drawing. The kink location and the guidewire total length were measured via calibrated ruler. The guide wire outer diameter (od) measured 0.527mm via calibrated micrometer, which was within the specifications of 0.508mm-0.533mm per product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was advanced through the returned 20 ga introducer needle and was able to pass completely t hrough with minimal resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, was consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire was passed through a ring gauge so it was unlikely that this defect would have been present prior to release from the manufacturing site. Additionally, the product labelling was updated to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire." A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the metal guide is observed to be angled at the upper end, it is decided to request a new device to perform the procedure on the patient". No patient involvement was reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the metal guide is observed to be angled at the upper end, it is decided to request a new device to perform the procedure on the patient". No patient involvement was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the metal guide is observed to be angled at the upper end, it is decided to request a new device to perform the procedure on the patient". No patient involvement was reported.